Event description:
It was reported that this electrode was fractured and oversensing noise on all three sensing vectors. The patient was reported to have been in car accident, which may have contributed to the fracture. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Electrode resistance testing failed due to the high voltage cables having been pulled apart/detached at the distal weld, this was thought to have been induced during the explant procedure. The electrode passed hipot testing indicating no electrical shorts between the conductors. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was fractured and oversensing noise on all three sensing vectors. The patient was reported to have been in car accident, which may have contributed to the fracture. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.